Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that a power on reset (por) symbol was displayed on the patient programmer. The patient was unable to turn on their implantable neurostimulator (ins) using the external devices. It was noted that the informational por was not related to an overdischarge event. No falls or traumas were reported that could be related to the issue, and the patient hadn¿t had any recent medical test or emi environmental exposure. Troubleshooting steps were performed during the call and the issue was resolved. The patient was able to successfully clear the por and turn therapy back on. It was noted that therapy would resume at the last programmed parameters, and the patient was receiving adequate therapy. The patient mentioned that their ins was half charged currently. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the por and inability to turn the ins on was not determined. No patient complications were reported.